Manufacturer narrative:
The exact age of the patient is unknown, however it was reported that the patient was over the age of 18. (B)(4). A visual evaluation of the returned naviflex was with its respective stent unloaded. The push catheter and the guide catheter were found to be kinked in several locations, also, the guide catheter was broken. Based on the product analysis, the failures found (push catheter / guide catheter kinked) were issues that could have been generated by excessive manipulation of the device by the user and/or excess of force applied to the product. The use/manipulation/maneuvering could cause the device to bend/coil leading to kinks and bends in the catheters. With the catheters bound by kinks and bends, the device would become difficult to retract the guide catheter; excessive force used during the attempts to deploy the stent under this condition continuously pulling the pull wire which is attached to the guide catheter could also cause the guide catheter to have more damage, which is consistent with the analysis of the returned product performed since the guide catheter was found to be broken; this at the same time cause difficulties/inability to deploy the stent. Therefore the most probable root cause for this event is cause traced to component failure. A review of the device history record (DHR) was performed, no anomalies were noted found.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an ercp procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure the stent failed to deploy. The procedure was completed with another advanix biliary stent. There were no patient complications reported as a result of this event. Investigation results revealed that the guide catheter broke, therefore this event has been deemed an MDR reportable event.